Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recognize the cartridge after the customer loaded a new cartridge onto the pump. Reportedly, the pump requested that a new cartridge be loaded. Contact stated a new cartridge was successfully loaded onto the pump and insulin delivery was resumed. There was no impact to customer's blood glucose level.